Event description:
Rn reported home patient had two incidents of peritonitis. The first peritonitis event was diagnosed on 10/20/1998 and the pt was hospitalized. The pt was treated with vancomycin (dosage unknown). The second event was diagnosed on 01/07/1999 and the pt was treated with gentamycin (dosage unknown).